Manufacturer narrative:
Customer reports constant disconnects, minimed mobile 2.1.0, galaxy a14, android 13. An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on samsung ** galaxy s23 (android 13) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. After conducting a thorough investigation, we have found that the root cause for the userâ¿¿s periodic disconnections is undefined error thrown by the android os. This error may be caused by a wide set of possible reasons: device software, permanent/periodic sources of radio/microwaves, errors in user device bluetooth stack implementation. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document. To assist with the resolution of the issue, we provided the helpline team with the following steps to effectively address the issue: delete the pump pairing from the mobile device's bluetooth settings. Delete the pairing to the mobile device on the pump. Clean data of the system bluetooth app. Reset network settings. Reinstall the mm mobile app. Perform a restart of the mobile device. Disable some battery-saving features. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the communication issue. Pump and application can be connected but the connection will be lost within the first hour. Troubleshooting was performed but the issue was not resolved. Advised the customer to force close the minimed mobile application and performed a restart on a mobile device. Advised to re-launch the minimed mobile application, following the pairing process to pair the pump and mobile device. The pairing was unsuccessful. Requested the customer that the minimed mobile application complete a diagnostic log upload to care-link and the diagnostic logs uploaded successfully. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the application and the device would not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.